Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2009. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2016 and (B)(6) 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. These symptoms would support the reported customer issue of device switches on automatically. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
No patient involved. Fsca devices switching on automatically